Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1gex3, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's ins and lead eroded through the skin and the entire device system was exposed. There are no known environmental/external/patient factors that may have led or contributed to the issue and no troubleshooting was performed. As a result of what was reported, the system was explanted on (B)(6) 2017 and the issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.